Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory the farawave catheter was visually inspected, which revealed no outer abnormalities. X-ray inspection was performed to look for any possible causes for a deployment or flushing issue, but no anomalies were noted. Functional testing was performed, and a guidewire was successfully inserted through the farawave catheter. Deployment was tested multiple times, and deployment of the catheter to basket and flower was functional with no unusual resistance noted. Flushing of the farawave catheter through the irrigation line was tested. Flushing was functional in all deployment states. Dissection of the farawave catheter was performed to inspect for any potential abnormalities that could have led to a leak path, however, nothing out of the ordinary was observed. The irrigation line was pressurized additionally to see if any leak paths materialized, but none were found. The returned farawave catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed.

Event description:
It was reported that during a procedure a farawave catheter was selected for use, however, when the physician was inserting the device, the air inside did not go away with the flushing. There was no visible air on the patient. The physician decided to replace the device and the issue was resolved. The procedure was completed. No patient complications were reported. The device was returned for laboratory analysis.

Manufacturer narrative:
Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure a farawave catheter was selected for use, however when the physician was inserting the device the air inside did not go away with the flushing, therefore it was decided to replace the device and the issue was resolved. The procedure was completed. No patient complications were reported. The device is expected to be returned for laboratory analysis.